Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/01/2014.animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: the device has been returned and evaluated by product analysis on 07/22/2014 with the following findings: review of the black box data revealed records of call service alarms on february 25, 2014 and april 17, 2014. No activity outside normal use was noted in the black box data. On investigation, the pump was exercised for 24 hours without alarm. Investigation did not duplicate the reported alarm issue. Unrelated to the original complaint, the display was noted to be dim and faded.